Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up # 1/supplemental report (B)(4) 2013: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved in this case failed testing in that error 5 error message was not reproduced during testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.